Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer is leaking from the clear front panel. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found a cracked tank cover and damaged printed circuit board (pcb). The customer complaint was confirmed when the device leaked from the tank cover. It was determined that water leaked from the tank cover due to overtightening. A notification was sent to the supplier to inform them of the results of this investigation. The issue will be monitored with further actions taken accordingly. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has been in for service over 2 years ago in may 2020 where the tank cover was replaced for similar issues per a repair order. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.